Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the right ventricular lead during a merlin.net transmission. The lead remained implanted.